Event description:
On (B)(6) 2025 a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On an unknown date after the tubing placement, the patient experienced peritonitis and general health deterioration. A nurse reported that the cause of the infection was unclear and the patient's discharge was prolonged.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5 and h6 health effect. Pneumoperitoneum is a known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 04 nov 2025: on an unknown date after the tubing placement, the patient also experienced a pneumoperitoneum with severe abdominal pain, which resolved in a few weeks.